Event description:
A physician reported that a patient was using novofine 31g needles with a britaject pen, experienced that a needle broke off in the subcutaneous tissue. The patient had an x-ray performed at the emergency dept. It showed a 15 mm long linear opacity compatible with a needle, but the pt had no symptoms and the emergency dept concluded that it would cause more harm trying to locate the neddle under the skin. The needle was therefore left in situ with no ill effects. The reporting physician suspects that the needle broke off because the patient has parkison's disease with dyskinetic limb movements. The patient was not keen to continue penject and required admission to change them over to apomorphine by pump. Suspected product was not withdrawn due to the event, but change to pump was made (not specified). The patient uses apomorphine in the britaject pen.